Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the infusion set tubing. Reportedly, the customer was not performing the air removal step while loading insulin. Additionally, customer was preloading cartridges with cold insulin. Subsequently, the customer experienced a blood glucose (bg) level of 540 mg/dl with a moderate ketone level identified as dangerous by healthcare provider. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.